Event description:
It was reported that an ilet insulin pump was dropped, after which the screen under the glass became unresponsive and the device powered down, leading the user to transition to multiple daily injections; a pre-shutdown photo reportedly showed visible screen damage. Symptoms included hyperglycemia with a reported maximum blood glucose of 310 mg/dl over several hours, without ketone testing and without acute complications. Outcomes included the need for caregiver assistance and use of backup subcutaneous insulin therapy. Investigation included complaint intake, product replacement logistics, and request for device return for evaluation. Investigation revealed device damage consistent with external physical impact to the display assembly, causing loss of user interface functionality and device shutdown. It was concluded, based on previously established findings for similar reports, that the cause was damage from external impact.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."